Manufacturer narrative:
The pump was not returned for evaluation. There is no known malfunction that we are aware of. If the manufacturer becomes aware of any additional information, a follow-up will be submitted.

Event description:
The customer reported that the patient was experiencing hemolysis and bleeding while being supported by an impella cp. During transport, significant bleeding occurred at the groin. Femstop was placed to attempt to resolve the bleeding. The patient received 8 units of blood and there was no lasting harm. The physician escalated to an impella 5.0 to resolve hemolysis.